Event description:
The patient reportedly experienced intermittency followed by no lock between the external equimpent and the cochlear implant. The patient was seen at center for device evaluation. External equimpent was exchanged and programming adjustments were made. However, the reported problem was not resolved. In 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. However, the reported problem was not resolved. A decision was made to explant the device. Surgery to explant the patient's device has been scheduled.